Event description:
On 01/17/2005 augmentation with mentor 300cc implants. Filled to 325cc bilaterally. Now desires to be smaller in size-07. On 07-13-06 pt underwent bilateral implant removal-implants removed intact. Augmentated with 250cc mentor gel implants. Also bilateral mastopexy.